Event description:
The provider stated the mode button was missing. The joystick has come up on its own. The provider stated the joystick reads it is attached to other devices and release mode switch. The provider stated this has only happened a couple of times. (B)(4).